Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: promus elite ous mr 16 x 3.00 stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break 73.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 03-feb 2023. It was reported that crossing difficulties were encountered. The patient underwent percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in a severely tortuous and mildly calcified left anterior descending (lad) artery. A 16 x 3.00 promus elite mr drug-eluting stent was advanced to treat the lesion. However, during the procedure despite of multiple times to advance the device failed to cross the lesion. The procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed a hypotube detachment.